Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for failed back surgery syndrome. Patient reported they had no therapeutic effect and indicated they had issues with their leads which was revised a second time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.